Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopy of esophagus, the surgeon tried to connect esophagus and gastric tube (at the closure of entry hole) and started firing the device, however the firing knob did not advance on the halfway and could not fire any more. The surgeon returned the firing knob to the initial position but the device will not return. The procedure was completed with another device. There was no patient injury.